Manufacturer narrative:
This rv lead was eventually returned back from the field for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Continuity and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test failed as dried blood/body fluid was in the helix housing causing the helix to turn slow. Overall, analysis was able to confirm the helix extension/retraction issues noted in the field.

Event description:
--

Manufacturer narrative:
This rv lead is expected to be returned for analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high impedance measurements up to 1823 ohms and high thresholds when tested with a pacing system analyzer. The physician tried to reposition the rv lead but ultimately decided to explant it. Afterwards, the helix of the rv lead was noted to not extend out properly. The rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this rv lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--